Event description:
It was reported that t1 and t2 deploy together.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. T1, t2 and suture were not returned. The depth limiter was attached. It is creased and flared. The symptoms are indicative of difficulty with reaching the desired anchoring location. The delivery needle curve has become somewhat flattened. There is not currently obvious bow or bend although temporary flexing is a cause of unintentional ancho release. A functional test confirmed that the device delivery system did cycle and actuate. No root cause related to the manufacture of the device was confirmed.